Event description:
On (B)(4) 2012, the lay user/patient's wife (reporter) contacted lifescan (lfs) alleging a cocking control issue with the patient's onetouch lancing device. The medical surveillance specialist (mss) spoke with the reporter on (B)(4) 2012 and obtained the following information: the patient tests three times a day and manages his diabetes with oral medication (type and dosage not known). The reporter clarified that the alleged issue began sometime in the week of (B)(6). After the alleged lancing device issue occurred, the reporter corrected and clarified that the patient continued with his usual dose of medication; however, indicated the patient discontinued testing his blood glucose and did not test with another device. While out riding his scooter, on (B)(6) 2012 at approximately 6pm, the reporter confirmed and clarified that her husband suddenly 'blacked out' and slumped over his scooter; a bystander discovered the patient and immediately contacted the emergency medical services (ems). The patient reportedly obtained a blood glucose reading of over '400mg/dl' with the ems's meter and was transported to the emergency room. While in the ER, the patient reportedly was administered IV fluids and insulin (dosage unknown). The patient medical diagnosis prior to his release was hyperglycemia. The patient was discharged from the ER at 10pm that evening. During troubleshooting, the csr verified that the reported cocking control issue occurred prior to the patient firing the lancing device. A replacement lancing device was sent to the patient. This complaint is being reported due to the following conclusion: the reporter claims the patient was unable to test his blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.